Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while newly using the ilet bionic pancreas, with a lowest blood glucose of 40 mg/dl and a current value of 61 mg/dl after ingestion of three glucose tablets and pineapple juice; the device had been in its initial learning period. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included troubleshooting and user education about expected glucose variability during early use and monitoring guidance. Investigation of this case revealed no device alarms and an unclear cause for the hypoglycemia during the device adaptation period. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.